Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician experienced resistance while advancing the 3maxc into the ace68 and the 3maxc got stuck. Therefore, the 3maxc was removed. The procedure was completed using a new 3maxc and the same ace68. There was no report of an adverse effect to the patient.